Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H6: investigation summary: three sample model mp5303-c, two samples lot 22089414 and one sample unknown lot was returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The needleless connectors were attached to a 10 ml bd syringe filled with water. The unknown lot sample set was able to be flushed. Two samples lot 22089414 were unable to be flushed the customer complaint that the set would not prime was able to be replicated for two of the three samples. A device history record review for model mp5303-c lot number 22089430 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 26aug2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model mp5303-c lot number 22089414 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 25aug2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported while using bd maxplus pressure rated extension set with removable needleless connector there was a clog. There was no report of patient impact. The following information was provided by the initial reporter: late 60¿s male with history of hypertension, type 2 diabetes and admitted for change in mental status. Procedure: IV medication-infusion. Bd extension set would not prime when connected to 10ml ns flush- pressure increased without success. Another set was used without problems. 2nd time this has occurred with this product, the 1st time was not reported, and product was not saved. What was the original intended procedure? : procedure: IV medication-infusion.